Event description:
Initially no information was received at the time of report other than the patient was being scheduled for explant surgery. Follow-up findings: "in this incidence, the tubing had broken away from the port at the metal connector point. As the tubing had broken away inside the abdomen, the surgeon was unable to retrieve and replace at the time as the physician was going to need to insert a camera to locate the tubing hence the patient was re-booked for a future date to replace the port".

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted sharp breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The exam noted material was missing from the damaged port septum, likely to be from use of a coring needle. The exam also noted an unknown substance coating the pot that appeared to be deteriorating the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage". Device labeling addresses the following possible outcome of access port leakage: "when adjusting band volume, use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Use only lap-band ap system access port needles. Do not use standard hypodermic needles, as these may cause leaks".